Event description:
The manufacturer received information alleging the patient has ear aches, headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported patient's ear aches, headache related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging cough, nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. Section b3, g3 was reported incorrectly in previous report which is now been corrected in this follow-up report. Section h6 has been updated.

Manufacturer narrative:
In previous report b4 was incorrectly reported as (B)(6) 2022 instead of (B)(6) 2022. Now this is corrected.